Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: acute leaflet malfunction of navitor valve with severe intraprosthetic aortic insufficiency immediately after implantation d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "acute leaflet malfunction of navitor valve with severe intraprosthetic aortic insufficiency immediately after implantation", was reviewed. The article presented a case study of an 85-year-old female patient congestive heart failure secondary to very severe aortic stenosis. It was reported that on an unknown date, a 25mm navitor valve was chosen for implant. A pre-dilation with balloon aortic valvuloplasty (pre-bav) was performed with an 18mm unknown balloon. After the valve was deployed at an acceptable implant depth, transthoracic echocardiography (tte) revealed mild paravalvular leak. After deployment, acute severe intraprosthetic regurgitation was reported at the non-coronary cusp via tte. Valve underexpansion due to asymmetrical severe calcifications resulted in leaflet malfunction. A post-bav was attempted with an unknown 20mm balloon but the regurgitation notably worsened. A decision was made to perform a transcatheter valve-in-valve procedure with a 20mm edwards lifesciences sapien 3 ultra resilia. Intraprosthetic regurgitation resolved and prosthetic function appeared optimal on tte. [The primary and corresponding author was ryo horita, department of cardiology, asia medical group, sapporo heart center, sapporo cardio vascular clinic, north 49, east 16, 8-1, higashi ward, sapporo, hokkaido 007-0849, japan, with corresponding email: h.ryo617@gmail.com]

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. As reported in a research article, an 85-year-old female patient congestive heart failure secondary to very severe aortic stenosis. It was reported that on an unknown date, a 25mm navitor valve was chosen for implant. A pre-dilation with balloon aortic valvuloplasty (pre-bav) was performed with an 18mm unknown balloon. After the valve was deployed at an acceptable implant depth, transthoracic echocardiography (tte) revealed mild paravalvular leak. After deployment, acute severe intraprosthetic regurgitation was reported at the non-coronary cusp via tte. Valve underexpansion due to asymmetrical severe calcifications resulted in leaflet malfunction. A post-bav was attempted with an unknown 20mm balloon but the regurgitation notably worsened. A decision was made to perform a transcatheter valve-in-valve procedure with a 20mm edwards lifesciences sapien 3 ultra resilia. Intraprosthetic regurgitation resolved and prosthetic function appeared optimal on tte. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported valve underexpansion , central regurgitation, and incomplete coaptation appear to be related to patient condition (asymmetrical severe calcification). A cause for the reported paravalvular leak could not be conclusively determined. It is possible that patient condition (calcification) also contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "acute leaflet malfunction of navitor valve with severe intraprosthetic aortic insufficiency immediately after implantation", was reviewed. The article presented a case study of an 85-year-old female patient congestive heart failure secondary to very severe aortic stenosis. It was reported that on an unknown date, a 25mm navitor valve was chosen for implant. A pre-dilation with balloon aortic valvuloplasty (pre-bav) was performed with an 18mm unknown balloon. After the valve was deployed at an acceptable implant depth, transthoracic echocardiography (tte) revealed mild paravalvular leak. After deployment, acute severe intraprosthetic regurgitation was reported at the non-coronary cusp via tte. Valve underexpansion due to asymmetrical severe calcifications resulted in leaflet malfunction. A post-bav was attempted with an unknown 20mm balloon but the regurgitation notably worsened. A decision was made to perform a transcatheter valve-in-valve procedure with a 20mm edwards lifesciences sapien 3 ultra resilia. Intraprosthetic regurgitation resolved and prosthetic function appeared optimal on tte. [The primary and corresponding author was (B)(6)].